Event description:
It was reported that the customer was hospitalized due to experiencing a blood glucose (bg) level of 257 mg/dl; cause of bg was not reported. Customer changed the infusion set multiple times and delivered multiple boluses and manual injections to address bg; however, the issue persisted. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.